Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and cannot see the screen well. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump rejected new batteries. The device will not be returned for analysis.